Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. In this event, the cause of the cerebral infraction and subarachnoid hemorrhage (sah) cannot be reliably determined; however, per the reported information, the most likely cause for the complaint is patient condition; clopidogrel hyper-responsiveness. Furthermore, hemorrhagic complications and vessel occlusion are known inherent risks of endovascular procedure and is documented in the pipeline flex instruction for use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient experienced an asymptomatic cerebral infarction and minimal to medical level subarachnoid hemorrhage (sah) approximately seven days post pipeline treatment. The location of the (sah) was within the pipeline treatment region. It was reported that the sah was determined to be due to hyper-responder to clopidogrel therefore the medication was changed to cilostazol. The patient was confirmed to have recovered approximately six months after onset and doing fine. There was no report of a device issue. The aneurysm was in the paraclinoid segment of the right internal carotid artery (ica). The aneurysm was unruptured, saccular. The aneurysm size max diameter was 10.2mm with the neck width as 6.3mm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that dapt (aspirin and clopidogrel) were administered. Pru levels could not be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.